Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turned on before use, the cs100 intra-aortic balloon pump (iabp) units screen display kept jumping and was not clear. The device has been decommissioned. No patients were involved.

Event description:
It was reported that when turned on before use during routine inspection, the cs100 intra-aortic balloon pump (iabp) units screen display kept jumping and was not clear. The device has been decommissioned. No patients were involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction e1 phone# is (B)(6). A getinge field service engineer (fse) evaluated the unit and after re-plugging the video link cable, the device was normal. The device has passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.